Event description:
It was reported that the patient presented for a ventricular lead change procedure. Before the procedure, atrial lead exhibited dislodgement confirmed through a fluoroscopy. The physician suspected the cause of dislodgement to be an ablation procedure. The lead was explanted and replaced. The patient was stable before, during and after the procedure.